Event description:
Femur fracture occurred during inserting the stem on surgery.

Manufacturer narrative:
Evaluation was not possible, as the product remains implanted. No revision has been reported. Review of the device history records did not reveal any anomalies. A search of the complaint database did not find any other reports against the manufacturing lots. The investigation could not verify or draw any conclusions about the reported event based on the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action was no indicated. Depuy considers the investigation closed. Should additional information be received, the investigation can be reopened.